Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was unable to close. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 auxiliary hard stop screw was broken, it did not have a screw long enough for the hard stop. A field service engineer replaced broken screws on the hard stop drawer 6 main to resolve the issue. The system functioned as intended after the field service engineer repaired the device.